Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number (B)(4) and lot number 62318. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported the slider on the injector did not completely slide the way properly and caused xen®45 gts to be fractured coming out of the injector. Surgery was completed with another xen. There was no injury to the right eye.

Event description:
Healthcare professional reported the slider on the injector did not completely slide the way properly and caused xen45 gts to be fractured coming out of the injector. Surgery was completed with another xen. There was no injury to the right eye.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The unit was not able to be tested for actuation at the irvine dal as the needle could not be sufficiently straightened. The suspect gel stent was not returned for analysis. The reported complaint of the xen glaucoma treatment system could not be confirmed as the injector was received with the needle severely bent. It is inconclusive how and when the damage to the injector occurred. The manufactured xen systems are 100% tested in-process at manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.